Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the sample noted two sutures and two needles. Upon microscopic inspection of the needles, normal needle crimp and swage marks were observed on the needles. A tactile and microscopic inspection of the sutures was performed with no abnormalities. Upon microscopic inspection of the loops, the loops appear to have broken under tension. The loops showed evidence of material transfer indicative of proper welding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thyroidectomy. The loop broke. To complete the procedure, another suture was opened but that loop was broken discovered to be broken in the package. No patient injury or extension in surgical time. Patient status is no problem.

Manufacturer narrative:
Initial notification of this reportable event to FDA. If information is provided in the future, a supplemental report will be issued.